Event description:
A high blood glucose event was reported by the customer. The customer's blood glucose was displayed as "high"; although specific value was not provided. Cause was not known. The customer addressed the issue by administering a correction bolus using their pump and received advice to consult with a healthcare professional for further guidance.